Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Nearly choked [choking sensation]. Brush head broke off inside mouth [device breakage]. Case description: a male consumer of unspecified age reported spontaneously via e-mail on (B)(6)2017 that the other day the actual brush head broke off of an oral-b power oral care refill cross action inside his mouth, and he nearly choked on it. The consumer noted that this was a fairly new toothbrush. The case outcome was recovered. Taken previously - unknown / tolerated - unknown. Treatment details: unknown. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided. (B)(6)2017 received consumer's follow-up e-mail: the consumer reported that the brush head was purchased just over 4 months ago, and he probably changed the brush head about once every two months. The consumer tried to scratch off the logo but it hadn't come off. No further information was provided.